Event description:
It was reported that balloon rupture occurred. The 90%s stenosed target lesion was located in the moderately tortuous and severely calcified superficial and deep femoral artery. A 6.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the third inflation at 14 atmospheres for 180 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications reported.